Event description:
The tech alleged that the brakes continue to swivel while brakes are engaged. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the brake steer casters to resolve the issue.